Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26sep2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touch frame assembly to address the issue and the problem was resolved. The device passed performance verification testing.

Event description:
It was reported that the touchscreen was not working. There was no patient involvement. The event date was not specified; estimate used.